Event description:
It was reported that the insulin pump alarmed several errors. One of the error alarms had reoccurred seven to eight times. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
No error alarm noted on alarm history screen due to corrupted history file. The insulin pump had a scratched lcd window, cracked display window corners, reservoir tube lip, and missing end cap sticker.